Event description:
The customer reported that they had lost telemetry monitoring at their xhibit central station. There was no patient or user death, or injury associated with the event.

Manufacturer narrative:
A spacelabs field service engineer (fse) contacted the customer to troubleshoot the loss of telemetry. While providing phone support to the customer, it was found that the network cable for the xtr was disconnected at the switch. The customer reconnected the network cable and confirmed the issue was resolved. The cause of the reported issue was due to a loose network cable on the customer's switch.